Event description:
It was reported that the doctor was having problems with the handheld while interrogating the patient. The screen kept displaying the error message "data not received". Troubleshooting did not resolve the issue and continued to show the same error message. The screen would freeze at the interrogation and the doctor tried soft and hard reset but nothing helped. The doctor requested for a new handheld, which was shipped and received by the doctor. The new handheld worked fine. The old handheld with the software has been returned to the manufacturer and product analysis is pending.